Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup battery was replaced because it was the end of its life. When the new battery was connected, the controller displayed the message "please insert backup battery". The battery was exchanged again which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery not installed alarm was confirmed via analysis of the returned 11v backup battery. No log files were submitted for review. The returned backup battery was evaluated at the european distribution center. Visual inspection of the returned backup battery revealed that pin 11 was bent. This would prevent the backup battery from properly connecting to the backup battery ribbon cable and therefore result in the system controller being unable to detect the presence of the backup battery, which would result in a backup battery not installed alarm activating. The bent pin was straightened during testing. After straightening the bent pin, the battery functioned as intended without any issues or atypical alarms produced. The backup battery was installed in a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without any issues. The reported backup battery not installed alarm was determined to be due to a bent pin on the backup battery; however, the root cause of the pin becoming bent could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 11v backup battery revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.